Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73c2000422 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that at the end of the procedure, the stapler got stuck on the patient while a staple was being applied. I had to use a grip to remove the stapler. There were no clinical consequences for the patient. I used another stapler to finish the suture. This was minor incident.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged. The staples appear to be properly aligned. The stapler was returned with 35 staples left in the cartridge. An attempt was made to complete the trigger cycle. However, the trigger would not reset once pulled. The sample was disassembled and it was found that the pawl was bent out of place which prevented the trigger from functioning properly. The pawl was manually adjusted back into place and the device was reassembled. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a staple was able to properly form and release. This was repeated multiple times with the same result. After the fourth successful fire, the staples became misaligned and the fifth staple was unable to properly form due to the misalignment. The bent pawl prevented the staples from firing properly. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. It could not be determined how or when the pawl got damaged. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that these issues were present at the time of manufacturing assembly. The reported complaint of "failure to function - caught/stuck in skin" was confirmed based upon the sample received. The sample was returned with the pawl bent out of place which prevented the trigger from functioning properly. After the pawl was manually adjusted back into place, four staples fired properly before the staples became misaligned. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. The bent pawl prevented the stapler from being fired properly. It could not be determined how or when the pawl got damaged. Therefore, the root cause of this complaint could not be determined. We will continue to monitor and trend on this issue.

Event description:
It was reported that at the end of the procedure, the stapler got stuck on the patient while a staple was being applied. I had to use a grip to remove the stapler. There were no clinical consequences for the patient. I used another stapler to finish the suture. This was minor incident.